Event description:
It was reported that this inflatable penile prosthesis pump was removed as the device would not inflate due to the pump not transferring fluid. A new inflatable penile prosthesis pump was implanted. No patient complications were reported.